Event description:
Information received by medtronic indicated that the insulin pump had crack at back towards the belt clip railing, flashing medtronic log, moisture contamination, unable to upload/download confirmed during product analysis. No harm requiring medical intervention was reported. The insulin pump was be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Customer returned pump for alleged cosmetic damage located at the belt clip rails found on (B)(6) 2023. Pump received with flashing medtronic logo. Unable to perform the displacement test, sleep current test, active current test and self test due to flashing medtronic logo. The thump software was unsuccessful due to a flashing medtronic logo. Pump was cut open to perform visual inspection and found moisture damage on pcba 1 and pcba 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked keypad overlay, broken belt clip rails, cracked case-corner of belt clip rails, pillowing keypad overlay and keypad overlay texture damage. Cosmetic damage was confirmed at the belt clip rails. Flashing medtronic logo was confirmed during analysis due to moisture damage on pcba 1 and pcba 2. Unable to download confirmed due to flashing medtronic logo. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.